Event description:
The event is reported as: pt end adapter (with blue caps) cracked during use. The device was taken from the ventilator circuit and replaced. No pt injury reported.

Manufacturer narrative:
Product has not been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.